Event description:
It was reported via repair work order that the load wheel horn mount bolts were broken off during loading into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.